Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: por events observed in the black box. Battery cap threads are stripped and are unable to fit- intermittent power was duplicated during the investigation. Cap became stuck when trying to remove it. Test cap was able to fit for testing. The pump exercised for 24 hours with no further loss of power occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.